Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred as the customer was changing out the cartridge. There was no impact to the customer's blood glucose levels at the time of the incident; however, customer stated that there might be an impact later in the evening. Customer reported that health care provider would be contacted to obtain alternate insulin therapy.